Event description:
It was reported through stryker facebook page: "I had my right knee done in my left knee needs to be done to I guess I¿ve been trying to find alternative because I don¿t want to get another surgery. The first surgery not my si joint and I had excruciating pain from that for quite a while and still my back isn¿t well. Scared I¿ll be in a wheelchair if I do another knee".

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.